Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a related customer experience, it was reported by the peritoneal dialysis nurse that the patient was treated for a relapse of peritonitis. Additional information has been solicited.

Manufacturer narrative:
Upon further review of this customer experience, it has been determined that this submission was a duplicate of 8030665-2018-00627 which was submitted on 05/01/2018. Continuation of the investigation will proceed on the follow up submission. This investigation will be closed as a duplicated event.